Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields have been updated accordingly: b5: the procedure was a cystoscopy, and the device was inspected before use. There was a three to five (3-5) second delay, there was no anesthesia involved, and the other device used for the procedure was a cystoscope. The procedure was completed with the same set of equipment. D/concomitant medical products: cyf-v2 cystoscope therapy date (B)(6) 2022.

Event description:
The procedure was a cystoscopy, and the device was inspected before use. There was a three to five (3-5) second delay, there was no anesthesia involved, and the other device used for the procedure was a cystoscope. The procedure was completed with the same set of equipment.

Event description:
The user facility reported to olympus that during an unknown procedure, the image would go in and out when moving the paddle with the visera pro video system center. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's event due to a worn out video connector latch. In addition, the chassis is deformed and there is heavy corrosion on the top cover and bottom chassis. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, movement of the video jacket causes images to appear or disappear was due to failure of the locking mechanism of the video module socket. The root cause of the failed locking mechanism could not be identified. Olympus will continue to monitor field performance for this device.